Manufacturer narrative:
Pc-(B)(4). Date sent: 1/5/2022. Batch # 324a57. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the closure trigger broken, anvil in the closed position and the anvil bent upwards and with one ecr45d reload present. The reload was received partially fired 1/2. After further evaluation, the knife was noted to be buckled inside of the channel and the anvil could not be opened. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage to the knife and device is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil and resulting in damage to the closure trigger handle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the laparoscopic low rectal resection, open the sterile packing noted the device was damaged (middle of the deck upwrap). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.